Manufacturer narrative:
(B)(4). Lot 334153 was reported, but was found to be an invalid lot number in the quality database. Attempts were made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure and approach? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/ concomitant medications? Any concurrent procedure/ device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/ surgical intervention for exposure and pain including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that the patient experienced mesh erosion into urethra. It was also reported that the patient had urethral pain since (B)(6) 2020. Additional information was reported.